Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiography (tee) and fluoroscopy imaging. Right femoral venous access was obtained. Transseptal puncture (tsp) was performed with versacross connect through a watchman access system (was) and the was was positioned at the laa. A 31mm watchman flx closure device and delivery system (wds) were advanced. One partial recapture was performed to reposition the wds and then it was subsequently implanted after release criteria had been met. Upon implantation, the closure device migrated and was observed for several minutes as it migrated out of the laa and into the left ventricle (lv). Right femoral arterial venous access was obtained with a non-boston scientific (bsc) sheath. Two (2) non-bsc percutaneous snare devices were used to retrieve the closure device out of the lv and into the right iliac artery. The patient was transferred to the operating room for a cut-down vascular surgery device retrieval procedure. The closure device was removed from the patient. The patient remains hospitalized and is expected to fully recover.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiography (tee) and fluoroscopy imaging. Right femoral venous access was obtained. Transseptal puncture (tsp) was performed with versacross connect through a watchman access system (was) and the was positioned at the laa. A 31mm watchman flx closure device and delivery system (wds) were advanced. One partial recapture was performed to reposition the wds and then it was subsequently implanted after release criteria had been met. Upon implantation, the closure device migrated and was observed for several minutes as it migrated out of the laa and into the left ventricle (lv). Right femoral arterial venous access was obtained with a non-boston scientific (bsc) sheath. Two (2) non-bsc percutaneous snare devices were used to retrieve the closure device out of the lv and into the right iliac artery. The patient was transferred to the operating room for a cut-down vascular surgery device retrieval procedure. The closure device was removed from the patient. The patient remains hospitalized and is expected to fully recover. It was further reported the patient was discharged home.

Manufacturer narrative:
B5: information added. E: facility name and address corrected.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiography (tee) and fluoroscopy imaging. Right femoral venous access was obtained. Transseptal puncture (tsp) was performed with versacross connect through a watchman access system (was) and the was was positioned at the laa. A 31mm watchman flx closure device and delivery system (wds) were advanced. One partial recapture was performed to reposition the wds and then it was subsequently implanted after release criteria had been met. Upon implantation, the closure device migrated and was observed for several minutes as it migrated out of the laa and into the left ventricle (lv). Right femoral arterial venous access was obtained with a non-boston scientific (bsc) sheath. Two (2) non-bsc percutaneous snare devices were used to retrieve the closure device out of the lv and into the right iliac artery. The patient was transferred to the operating room for a cut-down vascular surgery device retrieval procedure. The closure device was removed from the patient. The patient remains hospitalized and is expected to fully recover. It was further reported the patient was discharged home. It was further reported the patient died. No further information has been made available.

Manufacturer narrative:
B2: bsc aware date of death used as date of death, as it is unknown.